Event description:
Additional information received for report mw5152857 on 06/20/2024. This is an update to an existing MDR to add information that was obtained following the original submission. New information will be preceded with "new" to identify new information being added to the report. Problem: doctor wasn't feeling well and took amoxicillin. He started working using the patterson gloves for the first time and experienced an adverse event. His fingers started tingling and swelled up, and his throat began to itch. He drove himself to the doctor's office, where they called an ambulance and administered two doses of epinephrine. This ultimately resulted in a hospital stay. Manufacturer results: the overall complaint regarding the gloves against the specification and conducted laboratory testing were reviewed, which included summary data testing. The results indicated that the glove properties are within specification. The gloves are produced under controlled specifications by the production team and randomly sampled by the quality control and laboratory teams, passing both the acceptable quality level (aql). Upon receiving the complaint, we immediately informed all involved departments, including raw material, ingredient preparation, and production, to identify the cause. After tracing back the production process, we ensured the parameters were within control specifications. The summary of testing results for this contract indicated the product passed both the average residual powder testing (spec < 2.0 mg/glove) and ph glove testing (spec 6.0-9.5). Based on this information, we found no potential for irritation related to this complaint. The factory is aware of the issue and is taking additional precautions. All involved departments analyzed and evaluated potential defect points, including surveillance in every process to prevent quality issues. The research & development and production teams will improve production parameters to enhance glove efficiency. Internally, the factory strictly controls all glove properties according to specifications before releasing them to customers.

Event description:
Doctor wasn't feeling well and took amoxicillin. He started working using the patterson gloves for the first time and experienced an adverse event. His fingers started tingling and swelled up, and his throat began to itch. He drove himself to the doctor's office, where they called an ambulance and administered two doses of epinephrine. This ultimately resulted in a hospital stay. Reference report: mw5152858.